Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was unable to charge when plugged into a power source. The customer's blood glucose (bg) was 300 mg/dl. Upon follow up, the customer indicated that the pump was able to charge successfully using the same charging supplies. No additional information was provided.